Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported first passage of cne in the technique according to the institution's protocol, abd radiography, cne released by the doctor, but the latter presented resistance in the infusion of diet or filtered waters with elbow defect due to catheter addiction. Second bic of alarming diet without a solution, a test was made and a sign of occlusion was verified in cse. The same elbow was removed and an addiction elbow was found. It was communicated with nursing supervisors after the cne. There was no patient injury.